Manufacturer narrative:
The product is unable to be requested back for an investigation. In the absence of a returned product investigation an extended investigation will be performed. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the following in regards to their freestyle libre sensor via social media: ¿I just received and it almost killed me paralyzed my whole arm and neck.¿ customer contact information was not available so attempts to gather additional information are unable to be made. There was no report of death or permanent impairment associated with the reported event.

Event description:
A customer reported the following in regards to their freestyle libre sensor via social media: ¿I just received and it almost killed me paralyzed my whole arm and neck.¿ customer contact information was not available so attempts to gather additional information are unable to be made. There was no report of death or permanent impairment associated with the reported event.

Manufacturer narrative:
No product has been returned and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and here was no indication that the product did not meet specification. Dhrs (device history review) for all freestyle libre sensor within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. A tripped trend review was completed for the reported complaint and no trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed. If the product is returned, the case will be re-opened and a physical investigation will be performed.